Manufacturer narrative:
Device evaluation: the patient's electrode belt was not replaced. The patient's monitor was replaced and returned to zoll manufacturing corporation for evaluation. Upon receipt, testing of monitor sn (B)(4) verified proper functionality of the device's ECG acquisition and pulse delivery circuitry. The monitor was found to be fully functional. The reported check belt alarms were due to noise on the ECG channels, likely due to the patient's reported 25 lbs weight loss resulting in a loosely fitting garment. There is no indication that a device malfunction caused or contributed to the reported accident. There is no information to suggest the patient sustained a serious injury.

Event description:
A (B)(6) female patient contacted the distributor on (B)(6) 2015 to report that she had been in a car accident due to the lifevest alarming that afternoon. The patient reported that she hit a stationary vehicle and was not hurt. Per review of the flag files, the patient was receiving "adjust belt or check belt messages" as noise was being detected on the ECG channels. The patient reported that they had recently lost about 25lbs. There is no indication that the patient sought medical attention. The patient requested a new monitor after the car accident. The patient continued use of the lifevest.